Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that circumstances that led to the implant depleting more quickly and stimulation being off was they were in the hospital for 4 days/ICU for pneumonia. The patient did not have access to charge their implant. Upon being released from the hospital the patient saw a manufacturer representative (rep) who showed them how to change the charger battery to regular aaa batteries. They stated that they notice when they do more and its kept on their battery depletes to empty. They stated that they were trying not to work more to help address the issue. They noted that they love their implant.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that pt noticed lately, like past 10 days-2 weeks ago, ins dies. Usually ins is at 30% when pt goes to charge between 5-6pm. Now, not every day, but some days it said ins was empty. One night pt noticed stim was off. Pt turned it back on. Patient had not changed any programming. Patient made sure stim was on. Recommended to have ins checked.  Patient will follow up with healthcare provider. See general text for omitted information

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.